Event description:
The following information was provided via (B)(4) report (B)(4) and by the patient: (B)(6) 2012-- patient was implanted with bard mesh for umbilical hernia repair. Since implant patient has had pain that limits mobility. Patient is in constant pain, and takes pain medication on a daily basis.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. A specific device failure was not alleged and medical records have not been provided. Without a lot number, a review of the manufacturing records could not be conducted. Additionally, it appears as though the mesh remains implanted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.